Event description:
The patient underwent a primary left tka on (B)(6) 2021. The patient developed pain in the left knee and underwent revision for pain and popliteus tendon release with only the polyethylene component exchanged on (B)(6) 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.